Event description:
It was reported that a keypad on a pump is damaged. The customer stated that "when certain keys are pressed the beeping tone is doubled."

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the "abc" key is selected, am will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.